Manufacturer narrative:
Correction: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt no longer had stimulation and was unable to communicate with the ipg using external devices. The sjm rep met with the pt and confirmed the issue. It was reported, the physician planned surgical intervention at a future date to address the issue.